Event description:
It was reported that the patient passed away on (B)(6) 2022. It was unknown if the device operated as intended. No additional information could be provided due the hospital's patient privacy policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and (B)(4) cannot be conclusively determined through this evaluation. The patient was implanted with (B)(4) on (B)(6) 2017 and had been on ventricular assist device (vad) support since (B)(6) 2007. No alarms, clinical symptoms, or device-related issues were reported in association with the event. (B)(4) will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. G) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.